Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch catheter where a force error occurred. During the procedure, it was found that the pressure value could not be zeroed. The catheter was replaced, and the case continued. No patient consequences were reported. The potential that a force issue of this nature could cause or contribute to an adverse event is remote. As a result, this was not originally assessed as an MDR reportable event. On 11/20/2017, the device was returned to bwi for evaluation. Nothing unusual was noticed about the catheter during the initial visual inspection. However, on (B)(6) 2017, a second visual inspection found that there was reddish material underneath the pebax, which itself was cut open. Exposure to the internal catheter components presents a potential risk to the patient, making this an MDR reportable event.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool smart touch catheter where a force error occurred. During the procedure, it was found that the pressure value could not be zeroed. No patient consequences were reported. Complaint product evaluation: the returned device was first visually inspected and appears normal with no visual damages was found. Then, during the second visual inspection reddish material on pebax was identified. They also observed a cut on the pebax. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however, the error 105 and 106 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Then, per pebax damage condition a scanning electron microscope (sem) testing was performed and results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of internal damage at the sensor could not be determinate. Manufacturer's ref # (B)(4).